Event description:
In 2004 pt underwent permanent pacemaker implantation using suspected medical device and concomitant medical products. Diagnosis was recurrent syncope of unk origin. 2 different active fixation leads were tried in the ventricle. It was difficult to find a satisfactory position but eventually the ventricular lead was positioned with good sensing and pacing. Within 48 hours of dismissal from reporting facility, they presented back to the ER with pleuritic chest pain. CT of the chest the following month showed probable penetration of the right ventricular wall by the right ventricular lead, but no significant pericardial effusion and no tamponade. The ventricular lead had loss of capture and no sensing. The pt was reprogrammed to aai mode. The pt underwent surgery for exploration of the pacemaker and leads. There was bloody fluid present in the pericardium. The right ventricular epicardium alson had a hematoma and staining in the region of the acute margin of the heart. The pericardium was opened and there was old blood present but no active bleeding. Multiple attempts were made to reposition the same ventricular lead. Finally a location was found just past the tricuspid valve. Postop the pt improved steadily and was discharged 7 days later.